Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a user responded to an ail alarm to find the bag empty at 3:15 am. The ketamine 500 mg/500 ml was hung at 10:09 pm the previous evening, and to infuse at 10 mcg/kg/minute, (patient weight (B)(6) kg). The expected rate was 54.6 ml/hr. The patient exhibited no ill effects, and no patient harm was reported to have occurred. During the hospital investigation of the event, the lockbox on the pole was intact, and there was no evidence of a bag leak or puncture.

Manufacturer narrative:
Concomitant medical products: 500ml baxter exactamix. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Manufacturer narrative:
The customer's report could not be confirmed during the investigation. The pcu event log confirmed an infusion of ketamine, which was started on (B)(6) 2018 at 12:46 pm. The pcu log showed the infusion was continuously infusing over a 4 day period. The pcu event log recorded what is believed to be an IV bag change on (B)(6) 2018 at 10:47 pm. Ketamine 500mg/500ml was programmed to infuse at 10mcg/kg/min, or 54.54ml/hr. On (B)(6) 2018 at 3:10 am, the source lvp stopped infusing and alarmed ¿air in line¿. Although the bag was found empty, the initial volume in the IV bag was not known. The user then programmed 2 delay options, and at 3:39 am, the device was channeled off. The total volume infused was 229.7ml. The external inspection noted extraneous plastic material on the surface of the bezel and dried fluid found in the area of the upper occluder. During the test infusion there were no periods of unregulated flow. No anomalies were noted on the disposable administration set. Rate accuracy test was within specification. The root cause of the report of over-infusion was not identified.